Event description:
Procedure: lobectomy. According to the reporter: the staples are unable to fire. The surgeon tried several times until staples did fire half way. Damaged tissue was resected with another reload. Surgery time was extended by more than 30 minutes without adverse effect to the patient. No reinforcement material was used in conjunction with the stapling device.

Manufacturer narrative:
(B)(4).